Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the connecting tube can be connected to connector in reprocessing basin. Therefore, we presumed that the tube was not pushed enough (until it clicked) during connection or foreign material or the like got caught between the connecting part, which made the tube easily disconnected. As a result, the tube was potentially unable to be connected. The event can be detected/prevented by following the inspection method from the operator's manual for the device: "9 preparation and inspection 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.". The event could also have been detected/prevented by following the instructions for use for the connectors: chapter 5 inspection and preparation before use. 5.6 inspecting the connectors. Caution: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the channel connector clips on the connecting tube are coming apart which resulted in e024 channel monitoring error intermittently on the oer-elite due to the connectors popping off during reprocessing. There was no harm or injury reported due to the event. This event is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
Device manufacturer date: the device was manufactured in november 2012 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation was unable to find any issues with connecting the (blue) plastic connecting tube device onto the b2 ports of the oer-elite reprocessor test unit. There were no signs off plastic connector coming off /popping off. The click sound was verified and secured when connecting the (blue) connector to the b2 port. Additional findings included: minor scratches on the (blue) plastic connector of the connecting tube. There were also scratches and black stains on the tube outside and excessive nicks and scratches on the metal connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.